Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/11/2015 to report that a (B)(6) male patient had a skin irritation on her back. The patient reported that she had red skin with white blisters. The patient applied an ointment to the irritation. The patient's nurse also reported that the patient was having an allergic reaction to the lifevest and had burn marks on her back. The patient's physician ended use of the device. The medical outcome of the irritation is unknown.